Event description:
It was reported that a patient underwent an unknown spinal surgery. At an unknown time post-op, it was discovered that the screw at s1 on the left side was broken. The screw shaft remained in the vertebra. A revision was done to replace the broken screw.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the mas. The origin of the breakage may be attributed to the lack of anterior support combined with pseudarthrosis (last surgery in 2009).

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.